Manufacturer narrative:
(B)(4). Batch # unk. Maude report number: mw5089406. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the surgeon¿s experience with device? What was the approximate width of compressed vessel? Can it be confirmed that the entire width of compressed vessel was proximal to cut line? Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Please explain what is meant by ¿malfunctioned¿. Did the device fire at all? If so, how far? If any staples were deployed, please describe shape. Please describe how the 30mm ta stapler was used in procedure. Was the site of the post-operative hematoma where the pve35a was used? Indications for surgery? History of pancreas issues? What is the current patient status?

Event description:
It was reported that the surgeon performing distal pancreatectomy. A 35mm echelon powered stapler brought across the splenic vein and clamped shut. Stapler malfunctioned as it engaged to fire. Unclear if the stapler had fired or if any staples had cut the vessel. Another surgeon consulted. A 30mm ta stapler used. Patient developed post hemorrhage in pacu requiring reoperation. .